Manufacturer narrative:
Investigation completed on a smiths medial ambulatory infusion pumps/cadd solis vip pumps - 2120 pump the complaint of cassette not attached properly and latch is closed was confirmed during testing and isolated to dso sensor. Action was taken to replace the dso sensor.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarming cassette not attached properly when device is placed on the set and the latch is closed. No patient adverse events reported.